Manufacturer narrative:
Surgeon's evaluation indicates that the revision was required as a result of the patient's poor bone quality. No device failure has been indicated at this time.

Event description:
It was reported that "dr. Stated the patient has poor bone quality. Dr. Removed cup, screws, liner, femoral head. Dr. Replaced cup with a larger cup, new screws, liner and femoral head."